Manufacturer narrative:
MDR 9618003-2019-05281 / device 2 of 4. Initial reporter: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported ¿hole is not cantered/ not where it should be, so the product is not working as well as it should¿. No photographs were provided.